Manufacturer narrative:
A getinge field service engineer (fse) was unable to reproduce problem stated by end user. Fse performed all functional checks and calibrations, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) battery was getting stuck. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)